Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical noise being produced by the centrimag motor was not confirmed. The returned centrimag motor (serial number: (B)(6) was evaluated by service depot on 18dec2024 alongside known working test centrimag equipment. The returned motor was connected to a mock circulatory loop and run at fixed speed of 5000 revolutions per minute for an extended period of time. During testing, no issues or atypical sounds were observed. A full functional checkout was performed, and the motor passed all steps of the test without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedures. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The motor was shipped to the customer on 26mar2020. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involved. Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the customer was setting up a centrimag for extracorporeal membrane oxygenation (ECMO) support. While priming the equipment the motor was making an unknown noise. The motor was exchanged, which resolved the issue.